Event description:
Patient was receiving an injection of medication. While administering the medication the needle dislodged from the hub and remained inside the patient soft tissue. The needle did not break, the entire needle came out of the base and stayed inside the patient. The needle used was a henry schein 25g 1 1/2" safety needle. Lot# 02103067. FDA safety report ID# (B)(4).